Manufacturer narrative:
It was reported that, during total hip replacement surgery, the head of one (1) polarstem modular head for 21000662 broke on impaction. All pieces were retrieved by hand. The procedure was resumed, without any delay, using a s+n back-up device. Patient was not injured as consequence of this problem. The complaint device intended for use in treatment was returned for investigation. A visual evaluation of the device was conducted, and it was concluded that the device is fractured from the proximal notch, where several dents are visible. A review of the production documentation did not detect any deviation that could have contributed to the reported failure mode. The review of historical complaints for the alleged device revealed 1 additional similar complaint reported for the same batch, and 42 additional similar complaints for the same product number over the past 12 months with similar failure mode. Corrective actions has been previously initiated to reduce the occurrence of this issue. The reported batch was produced before the implementation of the corrective action. No further escalation is required. A review of the risk management documentation verifies the failure mode, occurrence and severity of the reported issue. There is no indication that the reported device failed to meet manufacturing specifications upon release for distribution. The root cause of the event can be attributed to an unintended use error. A deep dent is visible at the proximal end, 90 degrees away from the original recess. It is assumed, as a contributing factor to the reported event, that the corresponding impactor handle instrument was sometimes connected by an erroneous 90 degrees rotation. It is advised to review the corresponding surgical technique to prevent the occurrence of the same failure in the future. According to document "processing (cleaning, disinfection and sterilization) of instruments from smith & nephew orthopaedics ag" (lit. N°03389-en 1363 v3 11/19), all devices must be inspected and controlled for proper functioning after cleaning/disinfection. The need for further actions is not indicated. Nevertheless, smith+nephew will continue to monitor this device for similar issues. The returned device will be discarded.

Event description:
It was reported that, during thr surgery, the head of one (1) polarstem modular head for 21000662 broke on impaction. All pieces were retrieved by hand. The procedure was resumed, without any delay, using a s+n back-up device. Patient was not injured as consequence of this problem.

Manufacturer narrative:
H10: internal complaint reference: case-(B)(4).